Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Therapy , event and explant date is estimated . The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 2: reference MFR. Report: 3006705815-2019-04442. It was reported that patient was found to have infection, post procedure and the system was explanted two weeks after the implant, approximately on (B)(6) 2019. Infection was treated with IV and oral antibiotics for two weeks and infection resolved.